Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 6fr sheath after a diagnostic procedure. Reportedly, resistance was felt during advancement of the thumb advancer. After clip deployment, the starclose se device became stuck and could not be removed. The safety release was pushed; however, the device could still not be removed. The starclose se device could be removed through careful manipulation. The clip of the starclose se device achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the electronic starclose instructions for use (IFU) states: if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device to release the locking mechanism on the thumb advancer. The investigation was unable to determine a conclusive cause for the reported thumb advancement issue; however, the difficulty removing the device appears to be related to user error. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.